Event description:
It was reported that while coagulating some tissue during a da vinci si hysterectomy procedure, the monopolar curved scissors instrument sparked. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a slight char mark on the tube extension connection point with the main tube. The connection is broken throughout the circumference. Some material is melted at the char mark, indicating an arcing event occurred.

Manufacturer narrative:
As part of a legal discovery activity, on april 3, 2015, intuitive surgical, inc. (Isi) was provided with a copy of the hospital's risk occurrence report from the hospital's risk management department regarding the reported event.